Event description:
Pt, who is a longtime user of bovine collagen for intradermal augmentation, called with concerns that pt might have rheumatoid arthritis. Pt had some stiffness and pain in hands after a recent treatment with bovine collagen. The pt also reported "elevated results" on diagnostic lab tests for rheumatoid factor. The pt declined when asked to identifiy the physician who injected the bovine collagen. Pt did identify the rheumatologist who did the testing. The rheumatologist reported that the pt had increased nephelometry results, which went from 327 to 400 after a collagen injection. The physician explained that this is not an appreciable spike in the reading, and the ingesting a piece of chocolate candy would cause the same result. Furthermore, the physician gave the opinion that the pt may have had rheumatoid factor for years and there was no way to determine this. Physician felt that the pt's symptoms were probably not linked to the collagen injection since pt has received collagen treatments for many years.